Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2014 with the following findings: a review of the pump black box data revealed recorded cs 078-0008 and cs 064-0008 call service alarms. No alarms were duplicated during testing. Unrelated to the complaint, the pump battery compartment was observed to be cracked, and corrosion due to moisture was found inside the battery compartment. The bolus button cover was also torn. The bolus button cover was removed and corrosion was found on the button contacts. The pump case was removed and additional corrosion due to moisture was found on an internal component.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm three times in thirty days. It was alleged that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.